Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support advised customer on how to reset pump, but customer was driving and chose to perform reset later and to call back if further issues occurred, and no additional information was received regarding the outcome of the event.